Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that blood glucose was going up and set off alert 3 times last night and the blue cap was fell off when removing from set and was crooked all 3 time. Customer's blood glucose level was 127 mg/dl. Auto mode feature at the time of high blood glucose event was unknown. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.